Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while reportedly wearing the lifevest. The date of death is unknown. The patient received one appropriate treatment on the last wear date which converted the arrhythmia to a slower rhythm. The device was started up at 12:24:25 on (B)(6) 2023. At 15:08:12, an arrhythmia was detected. ECG shows vt @ 190 bpm with motion artifact. At 15:10:17, the patient received the appropriate treatment. The rhythm at the time of treatment was vt @ 190 bpm. The post shock rhythm was sinus rhythm @ 70 bpm. At 18:34:44, an arrhythmia was detected. ECG shows vt @ 190 bpm. The lifevest properly detected vt at 18:34:44 on (B)(6) 2023. Response button use and motion artifact delayed the lifevest from treating the patient. The device was shut down at 18:59:46 on (B)(6) 2023.